Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on an unknown date in 2016, a gore® acuseal vascular graft was implanted in an a-v access application. 4 month post operatively, the patient was diagnosed with arterial steal syndrome and treated by plication. No additional information was provided.